Manufacturer narrative:
Analysis of the main cart 9735669 stealth s8 em ent (serial #: (B)(4)) found no failure, as it passed the work order. Product event summary #ent s8 tracking issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the site had issues with the ostium seeker. The field didn't seem high enough when using the seeking. It goes in and out. It occurred intra/peri-operatively with no delay to surgical time. There was no reported impact on patient outcome.